Manufacturer narrative:
Failure to follow instructions (aortic cuff used as non proximal device).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that, approximately 11 months post index procedure, the patient presented emergently with abdominal pain. A CT revealed that there was a type iii fabric endoleak in the endurant ii stent graft extension and that the aneurysm had ruptured. The physician elected to implant additional endurant devices and the event was resolved. Per the physician, the cause of the event was due to penetration of the fabric of the endurant ii stent graft by the suprarenal stent of the implanted endurant ii aortic extension. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.